Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance and did not note any contributing hardware issues. Quality control (qc), calibration, precision run and system check were all performing within the assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information. All mdrs associated with this report: 2122870-2016-00105; 2122870-2016-00106.

Event description:
The customer reported non-reproducible access accutni+3 results for two patients on the unicel dxi 800 access immunoassay system serial number (B)(4). This report addresses the non-reproducible elevated access accutni+3 results obtained on (B)(6) 2016 for one patient (designated as patient one (1)). The samples for the first patient were repeated on the same unicel dxi 800 access immunoassay system and imprecise results, both within and outside of the assay's normal reference range, were obtained. Mdr2122870-2016-00106 addresses the non-reproducible access accutni+3 result obtained on (B)(6) 2016 for one patient (designated as patient two (2)). Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance. Quality control (qc) and calibration were performing within assay and instrument specifications at the time of the event. The samples were collected in lithium heparin plasma tube and were centrifuged for five (5) minutes at 3000 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.